Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an operative hysteroscopy procedure, while resecting tissue in the uterine cavity, pieces of the shaver ("specs") fell into the patient's uterine cavity and appeared to be scattered throughout the cavity during resection of intrauterine pathology. It was unknown whether the physician retrieved the pieces by resecting the pathology to which they appeared to be attached or whether fragments were left in the uterine cavity. The particles were almost microscopic and were unable to be removed since they were floating in the irrigation solution used. No x-ray was performed, and no additional medical procedure was needed to remove the pieces from the patient. The procedure was completed.